Event description:
A female pt reported that she experienced symptoms of a corneal ulcer in the right eye while using renu with moistureloc multi-purpose solution. The pt reported that examined by her physician who immediately sent her to a corneal specialist. The corneal specialist's eye exam revealed that the pt had a corneal infiltrate with hypopyon in the right eye. He diagnosed her as having a contact lens-related bacterial corneal ulcer located in the central 4mm of the cornea. The pt reported that she was treated with ciloxan, cyclopentolate, vigamox, and tobramycin ophthalmic solutions as well as levaquin 500mg tablets and cefazolin. The physician reported that the pt responded well to treatment and her symptoms resolved as of 2006. The pt's right eye visual acuity permanently decreased to 20/40. The pt reported that she also had permanent scarring of the cornea. The physician advised the pt to refrain from contact lens use.

Manufacturer narrative:
A tech investigation concluded that the solution was not returned to bausch and lomb in its original container. Therefore, the product lot number and expiration date are unk. Test results indicate polymer jr and alexidine hci were out of specification. Additionally, there was not enough solution to complete all required chemical testing. Although this complaint is unrelated, bausch and lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.